Manufacturer narrative:
Please note that 3004939290-2018-00669 is a duplicate of our complaint file number (B)(4). Please canceled or void 3004939290-2018-00669. (B)(4) will be reported via the alternative summary report.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) failed to deploy during initial insertion. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended.